Event description:
According to the reporter, her son tripped over his own feet and fell onto the vaporizer steam spout. The vaporizer had been running approximately one hour. Although he quickly jumped off the vaporizer, he sustained a first degree burn to his dorsal rt hand near the thumb. The burn is approximately the size of a nickel. A second first degree burn was sustained to the rt upper thigh. This burn is approximately the size of a "bandaid." The child was evaluated by a physician. At this time, the only planned medical care is follow up visits to check for signs of infection. The mother had placed the vaporizer on the floor for fear that her son would pull the device down upon himself if placed on a dresser, etc. The reporter states "boiling, popping noises" can be heard while the device is in use. She also stated the device is hot enough to melt a credit card. The reporter feels the vaporizer operates at too high of a temperature and is a burn hazard.